Event description:
The customer reported that the system did not regulate the kv reading while in automatic mode. Also the system displayed poor images. No patient injuries were reported.

Manufacturer narrative:
(B)(4). The ge service rep detected a bad camera after tests were ran on the system. The system was repaired, found to be operating as intended, and released to the customer for use.